Event description:
It was reported that a pt. Had open heart surgery in 2000. Second day post op there was a change in heart sounds. Surgeon wedged the swan and noted diuresis. In less than 5 minutes the eyes rolled back and bp increased. Blood was noted in the et. The doctor tried pacing; however, the heart was flaccid. Pt went into bradycardia and ventricular fibrillation. It is suspected that pt had pulmonary artery rupture. Pt expired. Followup with the risk manager stated that the root cause was unknown and that it did not appear to be a product quality issue.